Event description:
The customer reported that during use of this drill to perform an anterior cervical fusion procedure, it got hot. The surgeon felt the heat in the body of the handpiece; discontinued use of the drill, and a back-up device was obtained to complete the surgery. At this time, the surgeon noted some redness to the patient's skin. In a follow-up visit one week later, when the surgical dressing was removed, two areas of the surgical site were found with a third degree burn. At this time, no additional information was available regarding the patient's status.

Manufacturer narrative:
The customer could not determine which handpiece or bur guard was in use at the time of the event; therefore, conmed linvatec received multiple devices to evaluate. Investigation results: conmed linvatec received two e9010 drills for evaluation. During testing of each drill, overheating was not verified. Both handpieces met the manufacturer temperature specifications. Each device was tested for overheating at the nose, collet and motor section of the device. In addition, performance testing on both devices found that each functioned to specification. The manufacture dates of both devices are 04/2006 and 05/2006 respectively. Neither drill has a repair history, and according to the user, this is first time use for their drills. Conmed linvatec also received several bur guards for evaluation. During testing, each bur guard (e9011-1, lot#: may06; e9011-2, lot#: feb06; & e9011-3, lot#: jul07) met manufacturer temperature specification. In addition, performance testing on each bur guard found that each functioned to specification. This drill is used in conjunction with irrigation supplied by a tubing set to provide cooling for the handpiece body. The customer reported that this irrigation was in use during this event. The user manual cautions: cooling for the handpiece body is recommended at all times. The tubing set must be fully primed or the handpiece will overheat and cause damage to the drill. The user is warned that use of a drill not functioning properly can result in patient or user injury. A performance test prior to use is provided in the manual for this drill and bur guards. In addition, the service interval for this drill and bur guards is documented for every 6 months. Although no evidence could be found that any device overheated, additional information will be provided to the customer on use of these products.